Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the air bubble detector is broken off. The device was not changed out, as the customer placed a rubber band on the sensor. The surgical procedure was completed successfully, and there were no delays, no blood loos or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr replaced the broken latch on the air sensor and tested. With the latch replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.